Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the lower right key was not sensitive on the insulin pump. Customer's blood glucose was 17 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to lcd unlock keypad connector. The insulin pump was received with minor scratched display window and cracked case at display window corner.